Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: the lens was returned for evaluation. Solution and blood are dried on the lens. Blood is also covering portions of the bottom of the lens case well. The lens has been cut in half, typical of insertion and removal. The lens was cleaned with lphse. Scratches are observed on the optic. Multiple cracks are observed on both halves of the lens. Edge damage is observed with missing lens material. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product is in transit to the investigator for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implantation, a straight linear scratch was found in the optic after insertion. The iol was then cut in half and removed and replaced with another iol to complete the surgery. The plunger was okay. Additional information has been requested.